Event description:
It was reported by the aci clinical specialist that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the mid femoral head via a 6/7f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be approximately 5mm. Following the procedure, the physician who is in training, selected the myngrip vascular closure device 6f/7f to close the access site. It was reported that after the physician withdraw the sheath and the advancer tube was in place a "large" amount of sealant was sticking out of the patient, at the end of the advancer tube at the skin level. This happened before tamping down. The physician deflated the balloon and pulled the device out of the patient. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1229801) indicated that the device lot met all established performance criterial prior to shipment. Based on the information provided and no return and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.